Manufacturer narrative:
This follow-up report is being filed to relay the date of the revision procedure, which was unknown at the time of the initial medwatch.

Event description:
Patient reported they underwent a knee arthroplasty procedure on (B)(6) 2009. Approximately one year ago, patient alleges hearing a popping sound and pain. Patient reports follow-up x-rays allegedly revealed the patella button had fractured. Subsequently, patient underwent an arthroscopic procedure on (B)(6) 2012 to allegedly remove a piece of the patella button. Patient alleges revision on (B)(6) 2013 to remove and replace the patella button. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Additional information received indicates the issue alleged was associated with the patient's other knee. There is no alleged deficiency of the product reported in this medwatch. Please see manufacturer number 1825034-2013-00704 and 00704-1 for the updated information reporting the correct product as it relates to this event.

Event description:
Patient reported they underwent a knee arthroplasty procedure on (B)(6) 2009. Approximately one year ago, patient alleges hearing a popping sound and pain. Patient reports follow-up x-rays allegedly revealed the patella button had fractured. Subsequently, patient underwent an arthroscopic procedure on (B)(6) 2012 to allegedly remove a piece of the patella button. Patient alleges the need for a future revision surgery. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.